Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base, which requires immediate action. Manufacturer's preliminary results and conclusion: the investigation is ongoing. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a problem involving the luminos drf max system. It was stated that during an examination, the patient table tilted counterclockwise without request. The user was able to stop the movement. There were no injuries communicated associated with this event.